Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment was able to be confirmed. The reported difficult to position was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the hi-torque guide wires for ptca, pta, and stents instructions for use states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent deviation of the instructions for use (IFU). Manipulation/torqueing of the device resulted in the noted device damages (multiple bends, corkscrew core). Force applied to advance the balloon catheter (against the IFU) resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a proximal circumflex artery. A 190 cm balance middleweight (bmw) universal ii guide wire was advanced to the lesion. However, it met resistance with a 2.0 x 15 mm non-abbott balloon catheter and was unable to move distally. Force was then used to advance the balloon catheter; however, this caused the tip of the bmw guide wire to separate. Therefore, the device and the separated tip were removed as a single unit with the balloon catheter. A non-abbott balloon catheter, a sion blue guide wire and an unspecified stent were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.